Manufacturer narrative:
Device was returned: visual inspection was conducted, and no signs of physical damage were observed. Functional testing was conducted, and the device was found to be operating as intended on the console. A dissection test was conducted, during which the blade had scratches as well as metal and plastic particles were observed in the inside of the handle. Hence, the complaint is confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported on (B)(6) 2025, that during a myosure procedure the physician was working on a moderately calcified large fibroid. At the end of the procedure the physician noted while looking through the scope that there was what appeared as "glitter in the uterus". Physician reported that they flushed the uterus with saline solution. There is no additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.